Manufacturer narrative:
The device has been received at coloplast; however the evaluation is not yet complete. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, device not working or malfunction.

Manufacturer narrative:
A titan otr pump, two cylinders and a reservoir were received for evaluation. Examination and testing of the returned components revealed a separation within abrasion in the longer exhaust tube of the pump. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. A separation within an area of confined abrasion was noted in the inlet tube of the reservoir near the strain relief. Testing revealed this to be a site of leakage. The separation appeared rough and irregular, indicating sufficient stress(s) was exerted to separate the site. Separations were noted in the inlet tube of the reservoir. Testing revealed these to be sites of leakage. The separations appear to be within a group of striations, indicating contact with unshod instrumentation. Partial separations within abrasion were noted in all tubes of the pump. Testing revealed these not to be sites of leakage. Surface abrasion was noted on the exhaust tube of cylinder 2. No functional abnormalities were noted with cylinder 2. No visual or functional abnormalities were noted with cylinder 1. The reservoir lockout valve was unable to be tested due to the presence of tissue in the valve. Based on quality's examination, quality concluded that while in-vivo both exhaust tubes and the inlet tube positioned themselves in such a way that caused them to overlap and abrade against one another. The tube positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate the longer exhaust tube of the pump at this site. A separation of this type would then allow the loss of fluid, making the device inoperable. In addition, based on previous quality simulations and examination of the returned product, quality further concluded the inlet tube of the reservoir was most likely kinked onto itself, abrading enough to cause a separation in the tubing. A separation of this type would then allow the loss of fluid, making the device inoperable. Because the information received did not indicate where the failure occurred, quality cannot determine whether the separation in the longer exhaust tube of the pump or the separation in the reservoir inlet tube occurred first. Both sites were determined to be the cause for failure. Quality reviewed the manufacturing records for this device and confirmed that there were no discrepancies that would have contributed to this complaint and verified that the devices from this lot met all specifications prior to release. Review of nonconforming reports revealed no nonconformance with this lot that would have contributed to the event. A review of the complaint database revealed no significant trends in complaints of this type for lot 3035850. Because these components were released according to manufacturing and quality control procedures, quality concluded that the observed instrument separations in the inlet tube of the reservoir occurred subsequent to the device packaging being opened. In addition, because the expected use of this device combined with the observed separation would have resulted in an earlier detected fluid loss, quality concluded that the separation most likely occurred during or subsequent to explant. These separations are not associated with the cause for failure. Management routinely reviews events such as this and monitors complaint levels. Additionally, events of this type are captured in the product risk documentation. Based on this information no further corrective action is required at this time.